Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient is no longer wear the prosthesis. Reportedly, he experienced an infection. The surgeon is planning to remove the abutment. (Date not confirmed).

Manufacturer narrative:
Per the clinic, the abutment was removed on (B)(6) 2019 due to non-use. The recipient is no longer wishes to wear the device. Infection is not the reason for removal. Previous infections were treated with antibiotics (type not reported).